Event description:
It was reported that patient had revision of left knee due to loosening. Doctor removed tibial tray and insert. The tray that was implanted was identified as being loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding tibial tray loosening involving a triathlon prim cem fxd bplt #7 was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because no device and/or medical information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient had revision of left knee due to loosening. Doctor removed tibial tray and insert. The tray that was implanted was identified as being loose.